Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was slower to respond when scrolling through screen, changing batteries every 7 days and getting a lot of insulin flow blocked alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged insulin flow blocked alarm, battery charge lasting less than expected, keypad unresponsive, and no communication to transmitter found on (B)(6) 2021. Device passed the self test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at 06:57:29.000 in device downloaded history. No unexpected insulin flow blocked alarms in pump history download. No low battery alert noted during testing or in the pump trace download. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Device communicated properly with test guardian link transmitter. No communication anomalies noted. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm, battery charge lasting less than expected, keypad unresponsive, and no communication to transmitter was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Device communicated properly with test guardian link transmitter. No communication anomalies noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.